Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with aortic valve stenosis and a history of hypertension underwent an initial transcatheter aortic valve implantation using an evolut pro 26 mm device in the aortic valve. Standard electrocardiography performed prior to the implant showed no abnormalities. Ongoing pharmacological therapies were reported, including beta-blockers, statins, and acetylsalicylic acid. At follow-up, moderate paravalvular leak (pvl) was reported. No treatment was reported.